Event description:
The manufacturer received information alleging a vent failure message occurred on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a test step for internal flow. In conclusion, the technician recommends that preventative maintenance be performed on the device to address the issue. Additionally, the unit is contaminated with excessive dust, debris, and yellowish parts and the affected parts will be replaced. Pm assessments do not recommend changing the batteries. The warning label is damaged, and mac address is incomplete. The evaluation is currently in process. If any additional information is received, a follow-up report will be filed.